Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1119779-2022-01373 is a duplicate of 1119779-2022-01372 this supplemental is to cancel MDR 1119779-2022-01373.

Event description:
It was reported that while using an unspecified bactec¿ bottle the customer suspected biological contamination of the media. The following information was provided by the initial reporter: the customer obtained "contaminated cultures (i.e. Coag neg staph in one bottle only)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified bactec¿ bottle the customer suspected biological contamination of the media. The following information was provided by the initial reporter: the customer obtained "contaminated cultures (i.e. Coag neg staph in one bottle only)."